Manufacturer narrative:
The customer reported that their AED will not power and prompting an error code of "battery operation". The customer stated that the AED's battery is depleted. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that their AED will not power and that the AED's battery is depleted. No specific identifying AED or battery information was provided. They did not report that this event occurred during patient use.